Manufacturer narrative:
Other, other text: one level 1 hotline low flow systems - hl-390 was returned for analysis. Leaking from block assembly was observed. Inspection started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The reported issue was confirmed, and the device was found to be out of calibration. The device was re-calibrated to resolve the issue.

Event description:
Information was received indicating that the level 1 hotline low flow systems - hl-390 failed the temperature specifications. The idle temp spec in the paperwork says (+ /- .02 c) but it should be (+/- .01 c). Readings are 41.5 and 40.2. There were no patients involved.